Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer was not wearing the pump on the same side of the body as the transmitter and sensor. Customer's blood glucose level was 160 mg/dl. Customer moved the pump to the same side of the body as the transmitter and sensor, and connection resumed.